Manufacturer narrative:
(B)(4). Review of device history and manufacturing records found no evidence of product nonconformance. Visual examination of the returned device confirmed the complaint, as evidence of wear was noted. Scratches were also noted on the device; however, the scratches likely occurred during explantation. A conclusive root cause of the event could not be determined with the available information. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." Following review, no new risks were identified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." Device requested, not yet received.

Event description:
Patient underwent a left total knee revision due to tibial bearing wear approximately 5 years post-implantation.